Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side allergic reaction, implant folds, pain, grade iii capsular contracture. Patient reported that does not feel safe because the implants are associated with lymphoma and recall. Patient later reported significant pain when lying down, which directly impacts his quality of life . Device remains implanted.

Event description:
Device has been explanted.